Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 5. The patient's ultrafiltration (uf) reading was 1573 ml, indicating the home patient (hp) drained 1573 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was approximately 4073 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. The device passed all functional testing during evaluation and was sent for service.